Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.

Event description:
Reported 1 false positive sars results for one asymptomatic patient, off-label use at the time. Unknown if the result was confirmed. Confirmation method(s) not provided.